Manufacturer narrative:
Analysis of the catheter serial number (B)(4) found catheter sc connector tear in seal near guide ring. Interrogation of the pump determined it was used to infuse lioresal.

Event description:
Additional information received reported the pump had most recently contained lioresal but at one point it did contain gablofen. The start/stop dates for both were not provided. No further information was reported.

Event description:
Additional information received indicated that a nurse reported the wrong information that was submitted in manufacturer report #300 4209178-2014-15187. The nurse had a conversation with the pharmacy and at the time of report the pump contains gablofen. The patient was switched from using lioresal to gablofen 2 years prior, but the exact stop/start date were not provided.

Event description:
It was reported the catheter was disconnected at the pump connector and the pump and catheter were replaced on the date of this report. The cause of the issue was undetermined and the patient had symptoms of withdrawal including increased spasticity at the device pocket. The patient was managed medically, oral medication was given, and the product was replaced. It was also noted the patient was hospitalized. The patient was better at this time and the patient¿s status at the time of this report was ¿alive-no injury.¿ the physician believed there may be issues with connection integrity between the pump and connector and the pump and ¿partial pump side¿ of the catheter were returned. The pump was being used to deliver gablofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.